Manufacturer narrative:
The reagent lot number is 88552701 with an expiration date of 31-jul-2026. The field service representative performed checks, a liquid flow clean, measuring cell preparations, and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol ii results for approximately 20-30 patient samples on a cobas 8000 e 801 module. Only 1 example was provided. The initial result was 18.1 ug/dl. The repeated result was 35.4 ug/dl. The repeated result was obtained on another module and was believed to be correct. The samples were repeated because qc failed.

Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed several alarms related to sample quality ("incubation short alarm", "sample short", "abnormal aspiration (sample probe)", "sample clot detection", "cleancell short", and "reagent dsk a reagent short). The field service representative performed multiple checks and verified the instrument's performance. The investigation did not identify a product problem. The cause of the event could not be determined.